Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6), 2008.according to the complainant, post-procedure, the patient experienced bleeding, recurrent urinary tract infections, fecal incontinence, kidney stones, proteinuria, dyspareunia, abdominal and pelvic pain.all other information is unknown.